Event description:
Customer reported that he had low blood glucose. Customer stated that the insulin pump had a frozen display, the time on the insulin pump is not advancing and there is no response from any button. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with a frozen display and a constant tone due to a faulty interface board. Unable to verify black dot on the display and buttons unresponsive due to frozen display and constant tone. Cracks to the case, reservoir tube lip, battery tube threads and a scratched lcd window also noted.